Manufacturer narrative:
UDI no: (B)(4). The associated complaint device was not returned. Without the actual product involved, our investigation cannot proceed. DHR task closed as reasonable effort to obtain a lot/batch/serial number have not been successful. Should the lot/batch/serial number become available at a later date then the DHR task will be re-opened and completed. If the devices or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that a revision left knee surgery was performed to replace the tibial insert and the patella due to pain.

Manufacturer narrative:
A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident.